Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 29 mm corevalve bioprosthesis. Following valve deployment, a post-dilation was performed with a 22 x 4 z-med balloon due to a constrained appearance of the valve frame and a gradient of 15 mm hg. After post-dilation, there was no residual gradient and no aortic insufficiency. Approximately four months after tavr, the patient required admission for gram-negative bacteremia thought to be due to urosepsis. At that time, echocardiogram showed an increase in the gradient to 15 mm hg with no evidence of vegetation. Then, approximately one year after tavr, echocardiogram revealed gradient of 29 mm hg with no aortic insufficiency. Echocardiogram nearly two years after tavr revealed an ejection fraction of 45% with a gradient of 45 mm hg and moderate-severe intra-valvular regurgitation. Given the patient¿s relatively young age, the concern for prior endocarditis, and the possible need for future valve implantation, the authors stated the team decided to offer the patient surgical aortic valve replacement. No further details or additional adverse patient effects were noted.

Manufacturer narrative:
Citation: mangi aa, ramchandani m, reardon m. Surgical removal and replacement of chronically implanted transcatheter aortic prostheses: how I teach it. Ann thorac surg. 2018;105(1):12-14. Doi:10.1016/j.athoracsur.2017.08.015 earliest date of publication used for date of event: january 01, 2018 (month and year valid) no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.